Event description:
Customer reported patient found by caregiver lying over the bedside table with no pulse. Patient was transferred to critical care and expired the next day. Patient was reportedly monitored via phillips telemetry system and statview system. Investigation/conclusion: the statview log files were obtained and reviewed. The logs confirm that a leads off alarm occurred. The patient was not assigned to any caregiver at the time and thus the page was sent to the global capcode (all statview receivers). The statview system, as indicated in the statview system operator manual is a secondary alarm notification system. It is not intended for use as the primary source for patient alarm notification. Patient alarm conditions and notifications are functions of the primary patient monitoring system, which constitutes of the bedside or telemetry monitors and the central station.